Event description:
A customer reported encountering an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer through resetting the pump, which resolved the issue, and the customer was able to successfully rejoin their libre 2+ sensor session.